Event description:
A male pt was enrolled in the study in 2007 with 1-vessel disease. The main indication for the intervention was unstable angina pectoris. The lesion initially treated was in the proximal circumflex, no other info regarding the vessel was given. Approximately one week post index procedure, the pt experienced stent thrombosis, the diagnosis was based on an angiography.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.